Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted on potentially associated lot numbers h11b22072 and h10k02044 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of colon walls thickening and peritonitis in a patient coincident with dianeal pd2 ambuflex, dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient experienced peritonitis as manifested by acute stomach pain and went to the emergency room. That same day, the patient was hospitalized. Treatment information was not reported. Dianeal and extraneal therapies were ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcome for the event of colon walls thickening was not reported. An opinion of causality was not reported.